Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Anxiety ¿ product procedure: unable to observe as it is not related to the device. Edema: unable to observe as it is not related to the device. As per the investigation procedure, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side exchange from textured to smooth implants due to the patients concern with the products. Healthcare professional later reported capsular contracture baker grade iii. Healthcare professional later reported pain and swelling. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side exchange from textured to smooth implants due to the patient's concern with the products. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional later reported pain and swelling.